Manufacturer narrative:
Corrected information provided in h.6., and h.11. Correction: on initial MDR the product code of b20 was an error. It should have been b17 on the original MDR. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A clinical study was reported following an intraocular lens (iol) implant procedure, surgeon noticed that the iol was scratched. The severity was noted as mild. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.